Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Na.

Event description:
The customer stated they are sending 4-5 patients per day to be tested in the laboratory since values measured with coaguchek xs meters are above 4.5 inr. The customer is concerned about treating mechanical valve patients as laboratory results are often not returned until the next day and the patients' coumadin dose is withheld overnight until the results come back. The customer has put some patients on hold from meter testing at home and are only using laboratory testing. The customer provided data for four different patients with questionable values measured with two coaguchek xs meters (serial numbers (B)(4)). Of the four patients, three had erroneous meter measurements. A sample from the first patient was tested on a coaguchek xs meter with unknown serial number, resulting as 4.8 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.4 inr. The patient's coumadin medication was withheld overnight. A sample from the second patient was tested on meter serial number (B)(4), resulting as 6.0 inr on (B)(6) 2018. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.7 inr. The patient's coumadin medication was withheld overnight. A sample from the third patient, a (B)(6) year old male, was tested on meter serial number (B)(4) , resulting as 4.4 inr on (B)(6) 2018. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.3 inr. The patient's coumadin medication was skipped overnight. No adverse events were alleged to have occurred with the patients. The third patient's medication was changed based on the meter result and his current condition is fine. The first and second patients' therapeutic ranges were not provided. The third patient's therapeutic range is 2.0 - 3.0 inr. The third patient's testing frequency is weekly, or every two weeks depending on results. To the best of the customer's knowledge, the first and second patients were not anemic, polycythemic, or had antiphospholipid antibodies. The third patient was not anemic, polycythemic, or had antiphospholipid antibodies. To the best of the customer's knowledge, the first and second patients did not take heparin, direct thrombin inhibitors, or have a change in coumadin medication. The third patient did not take heparin or have a change in coumadin medication prior to testing. To the best of the customer's knowledge, the first and second patients did not take new medications, have diet changes, have illnesses, or have symptoms of bleeding or bruising. The third patient did not take new medications, have diet changes, have illnesses, or have symptoms of bleeding or bruising.